Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a minor cosmetic damage (front panel was slightly discolored), had updated a power switch, non-olympus lamp, light central failure, software version: pst/ panasonic (1.03) was up to date and the labels on the side of the top cover were visible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
In preparation for use, an olympus customer reported the ignition is clicking 5-6 times and then getting an error. The lamp had nearly 100 hours on the evis exera iii xenon light source. Upon inspection and testing of the returned unit, the ignition was going bad. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction (addition) to b5, identifying a reportable phenomenon during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable root cause of the lamp not being properly installed in the heatsink and igniter's clicking and error was due to a non-olympus lamp being used. However, the definitive root causes of the lamp and igniter issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
In addition to the reported phenomenon, it was observed during device evaluation that the lamp is not properly installed to the heat sink.